Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. Updated fields: d2a, d4, d8, d9, g2, h2, h3, h4, h6, h10, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure stripe images in the optics was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit broken, and lg-bundle of the insertion section broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope had stripe images in the optics, did not show a clear image. The issue occurred during a therapeutic mis ap repositioning procedure. The procedure was cancelled due to the desolate intraoperative findings. No delay or damage occurred; no other device was needed. There were no reports of patient harm. No additional information is available.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope had stripe images in the optics, did not show a clear image. The issue occurred during a therapeutic mis ap repositioning procedure. The procedure was cancelled due to the desolate intraoperative findings. No delay or damage occurred; no other device was needed. There were no reports of patient harm. No additional information is available.